Event description:
It was reported that this implantable pacemaker was suspected to exhibit premature battery depletion (pbd). This device was explanted and will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The return of the was requested. If the product is returned, product investigation will be performed, and - complaint would be updated upon analysis completion.